Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for evaluation. This will be supplemented if device evaluation becomes available.

Event description:
During an uncertain procedure, the ptfe pad of the subject device was partially separated after about 5 minutes of use. The procedure was completed with another device. There was no patient harm reported.